Event description:
Reportedly, "the procedure was a rectum. The section of tissue to be stapled was free from any metal clips or other similar structures. The instrument was closed snugly and the tissue compressed. The green dot located in the tissue approximation indicator was visible within the markings. The handles were fully squeezed. After firing the instrument, the tissue got stapled, but not cut. Look at the specimen. The surgeon had to cut out the stapled tissue with the anvil. The surgeon made a hand anastomosis." Procedure: lar.